Manufacturer narrative:
Medwatch field d device identification d4 expiration date was updated. Calibration signals were lower than the expected range. No relevant alarms were observed on the day of the event. Due to the limited information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e 602 module serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results from the cobas e 602 module. Results were provided for one patient. The initial result was 47.80 ng/l. The sample was re-centrifuged, and the repeat result was 11.77 ng/l.